Event description:
Customer reported the catheter broke off at hub and needed to be retrieved by interventional radiology (ir). Additional information was requested but was not received at the time of this report. The patient's current condition was reported to be fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer reported the catheter broke off at hub and needed to be retrieved by interventional radiology (ir). Additional information was requested but was not received at the time of this report. The patient's current condition was reported to be fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions-for-use provided with this kit states: "do not reinsert needle into catheter; doing so may result in patient injury or catheter damage. Care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage, and loss of arterial monitoring capabilities. Do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations. Do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters." A device history record review was performed based on a potential lot from sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.